Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of bacterial peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (dose and frequency unknown) ip for bacterial peritonitis. Dianeal therapy was ongoing with dianeal pd4 ultrabag therapy (4 exchanges, dose not reported) for continuous ambulatory peritoneal dialysis (capd). The patient was discharged from the hospital and recovered from this peritonitis event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13h20089 and h13i09056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.